Event description:
It was reported that the colonovideoscope experienced an intermittent image. The issue occurred during a diagnostic colon examination. There were no reports of delays or patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1/establishment name: (B)(6) hospital (documented here due to character limitation in respective field).

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g4, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noisy image during angle operation. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.